Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured post implantation. The patient was scheduled to undergo a left breast pocket adjustment surgery on (B)(6) 2022 when the rupture was discovered. As a result, the patient underwent unilateral explantation and replacement with a non-mentor breast prosthesis on the same date. The suspect medical device was discarded following explant surgery.

Manufacturer narrative:
On 24-aug-2022, mentor received additional information about the event: - the patient developed pain in her left breast post implantation. - the left breast prosthesis migrated slightly laterally and inferiorly post implantation. Manufacturer¿s reference number: (B)(4).